Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Customer independently resolved the issue by resetting the pump, which allowed the battery to charge to 100%. No additional patient or event information was available.